Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt had called to find out if her hip implant was part of the trident recall. Pt is experiencing pain including severe groin pain. It feels like it falters when she goes to take a step, feels like it is grabbing or giving out. When standing can hear a noise inside her body. Drs have not come to any conclusion as to why this is happening. Her m.d. Is treating her for pain management."